Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the digital visual interface (dvi) port had no image due to a faulty quantum board (qb), the dvi and qb were found damaged, the shield plate connector for monitor holding was found loose, color variation was noted in the image of the dvi port, outer screw on the qb was missing, power switch bracket was found cracked, ins sheet for the power supply was found damaged, and the bezel was found broken. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus asset high-definition lcd monitor, to the olympus service center. Upon inspection and testing of the returned device, it was observed, the digital visual interface (dvi) port had no image. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty quantum board could not be determined. Olympus will continue to monitor field performance for this device.